Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that there is no display on the screen, and they are getting resolution errors from the secondary monitor and had zero visible patients. Service requested: troubleshooting service provided: troubleshooting investigation result: the cns (pu-621ra; sn: (B)(6) was placed into service on (B)(6) 2014, which is over 5 years prior to the reported issue. A review of device history found no previously reported issues with the unit or nka servicing. Similar tickets using "pu-621ra no display" gave the following tickets: 3123- one of the bsm will not display on cns; root cause: user error 15600- display went out; root cause: unknown 37670- display not working-no input signal; root cause: user error 25641- no 12-lead display; root cause: unknown 42282- primary display is not displaying video- no video output; root cause: user error based on the device service history and similar tickets query, no adverse trend is suspected with this device. User error was prevalent in similar search query. Per customer, the cause of the issue was determined to be defective backlight on monitor. The root cause of the issue was unable to be determined due to lack of sufficient information and the defective device was not received by nk.

Event description:
The biomed reported that the central nurse's station (cns) display had resolution errors and no visibility on patients. No patient injury or harm were reported.

Manufacturer narrative:
The biomed reported that the central nurse's station (cns) display had a resolution errors and no visibility on patients. No patient injury or harm were reported. Biomed was able to determine the issue was due to the cns backlight was out on the display monitor. He set the cns up with an alternate display monitor until a new monitor can be purchased. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) display had resolution errors and no visibility on patients. No patient injury or harm were reported.